Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that they were unable to prime the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer's sister stated that they were unable to troubleshoot at the time of call. The customer's sister was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly was noted. However, the pump was received a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery tests due to the motor error alarm. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.